Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 586 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue with the pump; the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the black box showed the last delivered bolus was a 3.60 unit ezcarb normal bolus. The basal history correctly matched the user's programmed basal rate of 0.450 unit per hour, 0.800 unit per hour, 1.0 unit per hour, and 0.70 unit per hour. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate, and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The alleged basal history recording defect during testing was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.